Manufacturer narrative:
(B)(4). Physio-control evaluated the device and observed a device reset issue once. Physio replaced the power pcb to therapy pcb cable assembly that had intermittent connections to resolve the issue. After completion of other repairs, proper device operation was confirmed through functional and performance testing and the device returned to the customer for use.

Event description:
It was reported that the device intermittently failed to complete the boot up cycle. There was no pt use associated with the event.